Event description:
It was reported the patient was experiencing a shocking or jolting sensation while lying down or stretching out. The sensation started following a recent revision. The sensation was felt throughout the body. Troubleshooting was being considered. Additional information has been requested, but was not available on the date of this report.